Manufacturer narrative:
H3 analysis of the returned ins revealed that the implantable neurostimulator (ins) passed functional testing. Continuation medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that since about a month ago has experienced a loss of therapeutic effect. Patient said that they can't control their urine and have to urinate all the time. Patient doesn't know why the change occurred. Patient said that setting was increased about two weeks ago. Patient asked for assistance in programming. With instruction patient connected to implant and increased the setting. Patient confirmed stimulation is comfortable. Patient to monitor and track symptoms. Additional information was received from a healthcare professional (hcp). The hcp reported that the device was explanted as the therapy was now ineffective. They stated this loss in therapy was gradual and that the patient recovered without sequela.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2r1t9, serial# (B)(6), product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.